Event description:
It was reported that this patient presented to the emergency room with phrenic nerve stimulation. Device interrogation was unsuccessful as the device was found to be in safety mode. The patient was admitted to the hospital and the device was explanted and replaced. Additionally, the atrial lead and right ventricular lead were removed from service due to pacing therapy not being delivered when required. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.